Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: first clip fell in the abdomen and after testing the ca500 outside of the patient clips got stuck. They took a new ca500 and finished the procedure. Patient is ok intervention: ni. Patient status: patient is ok

Event description:
Procedure performed: lap cholecystectomy. Event description: first clip fell in the abdomen and after testing the ca500 outside of the patient clips got stuck . They took a new ca500 and finished the procedure. Patient is ok. Intervention: ni. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed that clips were not loading. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.